Event description:
It was reported that during an undersurface cuff repair the metallic suture loop was broken. The procedure was completed with a back up device with no significant delay or patient injuries.

Manufacturer narrative:
The complaint is not reportable per email received on 2/1/2019: the metallic suture loop did not break off inside the patient.